Manufacturer narrative:
H3 other text : device has not been returned to the manufacture.

Event description:
The manufacturer became aware of allegations, that a ds2adv auto CPAP device power cord and power supply was not working and has an error message which is incorrect power supply. Additionally, the patient stated that the wire might be shorting inside. The problem was on the power brick side, but he is not sure. It happens a couple of times but now the error was persistent. There was no report of serious patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.